Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited intermittent loss of capture and a decrease in r-wave measurements. The rate/sense portion of the lead was capped and a new rate/sense lead was implanted.